Event description:
It was reported the patient contacted the repair department as her unit would not work with her external antenna. Additional information received indicated, the patient fell and landed on the patient programmer. The port where the antenna goes in was very loose and she could not get the programmer to work. The patient was unable to make adjustments to the stimulator using the patient programmer with the antenna or without the antenna. The patient was able to turn the stimulator on or off using the recharger. Additional information received indicated the patient was still having problems with the system. The patient had surgery in 2009 to fix the problem. The recharger was replaced. The patient could recharge successfully. The implanted neurostimulator was located in the left hip.